Manufacturer narrative:
Main investigation conclusion: a specific cause for the reported bleeding, infection, and hemorrhagic stroke could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The heartmate 3 lvas IFU lists infection, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Care instructions in regard to preventing infection are provided in various sections of the IFU. The heartmate 3 lvas IFU rev. C lists infection, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Care instructions in regard to preventing infection are provided in various sections of the IFU. The relevant sections of the device history records for the (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04mar2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Neurologic dysfunction began on (B)(6) 2021.

Event description:
On (B)(6) 2021, patient experienced diffuse coagulopathy but no identified site of bleeding. Washout completed and chest closed. Patient received 1 unit packed red blood cells (prbc). Bleeding resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 patient experienced multiple liquid stool within 24 hours. Culture was positive for clostridium difficile colitis (c. Diff). Patient received changes to medication and antibiotics. On (B)(6) 2021, patient had complaints of persistent headache and lvad (left ventricular assist device) pi increase. Entresto was started. 2clot activated and computed tomography (CT) ordered. Initial national institutes of health stroke scale (nihss) was 4. Patient was given 2500 units prothrombin complex concentrate (pcc) and 10 units of vitamin k. CT head showed just under 6cm intraparenchymal hemorrhage with mild heterogeneneity centered in the right occipital lobe with trace subarachnoid extension with rupture into the ventricular system right greater than left lateral involve and exit into 3rd and 4th ventricle. Patient was resuscitated.